Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the blue button was pressed but the device didn't fire. According to the nurse the device was not loaded properly. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. Nothing fell into the cavity. No reinforcement material was used.